Event description:
It was reported the lead exhibited increased threshold and impedance measurements. It was also reported that exit block was noted for the patient's rhythm. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.